Manufacturer narrative:
H6 health effect and medical device problem updated.

Event description:
The patient required escalation from impella cp to impella 5.5 due to ongoing clinical concerns, including suspected hemolysis and hemodynamic needs. Both devices were implanted and managed according to standard protocols. Adverse events reported include hematuria and bleeding. Product return for the first device is pending evaluation. These complications are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in b1. Upon review, it was identified that the information was inadvertently not submitted in the initial report. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.

Manufacturer narrative:
Section d catalog number was corrected. Mechanical interaction with blood/hemolysis: the cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details.